Event description:
Reporter indicated high lead impedance was noted recently for a vns patient. The reporter was advised to disable the vns. X-rays reviewed by the manufacturer did not reveal any lead discontinuities. Attempts for further info are in progress.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.